Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer states that pump just started alarming and received a open book image error on pump. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported the customer will discontinue using the insulin pump and insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 05/13/2023 at 15:48:42.000 and 05/13/2023 at 15:48:54.000. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 13-may-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 05/07/2023 01:36:00.000, 05/07/2023 01:46:00.000, 05/09/2023 17:35:00.000, 05/11/2023 04:50:00.000, 05/12/2023 05:15:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 05/09/2023 13:50:31.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 05/11/2023 09:08:25.000. Unable to test for lost sensor1 alert, sensor error alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor1 alert, sensor error alert and sg calibration error were unknown. Low battery alert was recorded and found in the formatted history file on: 05/09/2023 09:57:00.000. Insert battery alarm was recorded and found in the formatted history file on: 05/09/2023 09:59:06.000, 05/09/2023 09:59:21.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 13-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-may-2023 at 19:25:59 pm. There was no power data available for the date/time of 09-may-2023 09:57:00.000. Unable to check power data for low battery alert. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.